Event description:
The following has been reported: biomed reported: maintenance alarm observed in ims. No patient harm. An initial review of the device logs reveals the following: processor hardware failure (linux core) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
This unit was found during the preliminary log file review to have experienced a (processor hardware failure (linux core). The unit was requested to be returned by the customer for further evaluation and repair, but the customer has been unable to locate the unit. If the customer is able to locate and return the device for further evaluation, this complaint record may be re-opened to record that information. The issue reported by the customer is not able to be confirmed at this time.